Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 510 mg/dl, which was treated with a manual injection. The customer's husband stated that the customer had been in the hospital due to a urinary tract infection and had been very sick. She was discharged 2 days before the call. He stated that she received a new insulin pump and requested assistance with programming the device. The caller did not have the new insulin pump settings from the doctor and advised that the customer would call back. The insulin pump alarmed check settings during the first rewind, and the customer was advised to monitor the device after the alarm was cleared. Nothing further reported.